Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device was explanted and replaced.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Analysis of the lead (l/n (B)(4)) found the lead body¿s conductor was broken at the injex anchor site. All conductors were broken 15.5 cm from distal end. Analysis of the lead (l/n (B)(4)) found the lead body¿s conductor was broken at the injex anchor site. All conductors were broken 16.9 cm from distal end. (B)(4).

Event description:
Additional information received from manufacturer's representative (rep) reported they met with the consumer 45 days ago for reprogramming due to experiencing a gradual loss of therapy. On (B)(6) 2016 the rep. Was in the middle of a lead revision as impedances were out of range prior to surgery, and the impedances progressively got higher as time went on to the point 14 of 16 electrodes were out of range at three volts. During the revision the leads were disconnected from the implantable neurostimulator (ins) and tested, but the results were constantly changing; sometimes the electrodes were in range but then out of range, or one lead would test fine and the other would have impedance issues, so they would test again and everything changed. It was noted when the leads were in the ins they tended to be more consistently out of range versus when they were in the multi-lead trialing cable (mltc) they got different results every time. The rep. Was testing the impedances at three volts and when they finally got all in range measurements on one lead and tested stimulation, the consumer wasn't feeling stimulation at 10.5 volts. It was noted the doctor was unable to determine the cause of the high impedances the old leads were removed and a new lead was implanted with the ins remaining unchanged. Following this the consumer recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was high impedance. The clinical diagnosis was not applicable. The outcome was resolved without sequelae. Interventions included reprogramming. The manufacturing representative was able to reprogram successfully without using electrodes out of range. Electrodes 8-15 were out of range. All pairs 8-15 were greater than 40,000 ohms. The etiology was noted as related to the device or therapy and possibly related to the implant procedure. The manufacturing representative was able to reprogram the patient successfully without using the affected electrodes. The patient was receiving therapy benefit. The patient was getting good stimulation with 0-7. No symptoms were reported. It was unsure when the open circuits first occurred. Relevant medical history included: spinal pain

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that all pairs were greater than 40,000 ohms. The manufacturing representative indicated that flouro was used to look for any issues and they were unable to find any. There had been no falls or trauma. The reporter indicated that the lead was configured correctly. No medical symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.